Event description:
Reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, it was reported that the patient faced insulin flow block alert on second day of set insertion at thigh. No further information available.